Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the bolts on the wheels had to be tightened. On the right side, the bolts had completely fallen off. The tags from the free wheel hub came dislodged from the wheel causing the hub to shake which may have caused the bolts to come out. Both sides are having the same issue.

Event description:
The dealer states the bolts on the wheels had to be tightened. On the right side, the bolts had completely fallen off. The tags from the free wheel hub came dislodged from the wheel causing the hub to shake which may have caused the bolts to come out. Both sides are having the same issue.

Manufacturer narrative:
Seh. 7.21.15. Device returned for evaluation 7.1.15. Returns expanded evaluation performed on 7.6.15. Visual inspection- the bolts on the wheel hubs are all in place, none of them show any damage other than dirt from heavy use. One engagement knob is missing a press pin and the other engagement knob is missing all three press pins. The press pins were found inside a separate plastic bag, not attached to the engagement knob as intended. All of the press pins are dirty and show signs of use. All of the other components in the wheel assembly also show signs of heavy use and dirt. The wheel assembly was still able to be put together successfully once all of the components were put into their intended spots. Conclusion: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was not confirmed for damaged or missing bolts on the wheel hub. The secondary failure of missing press pins in the engagement knob. The secondary failure of missing press pins in the engagement knob could be confirmed.